Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that pump experienced malfunction alarm identified as non-resettable, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and Technical Support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to reprogram pump settings and reconnect CGM on replacement device, including selecting appropriate setup option for coming from pump.